Event description:
New information noted the right ventricular lead was capped and replaced on (B)(6) 2023. The patient was discharged following the procedure.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was oversensing noise which resulted in pacing inhibition. No changes or interventions were reported. The patient was in stable condition.